Manufacturer narrative:
Follow up information was received on 05-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that essure device had migrated and that she would require a complete hysterectomy to remove it. This event is serious due to its medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the event was diagnosed about 5 years and 2 months after essure insertion, however the exact date and mechanism of device migration were not known. Based on a compatible temporal relationship and considering its nature, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be performed. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. On or about (B)(6) 2010, plaintiff contacted her physician to discuss birth control options. Health care professional recommended the essure device procedure, stating that it was safe and permanent alternative. She relied on the benefits and risks as relayed by her physician in reaching the decision to have the essure procedure over other methods of contraception. On or about (B)(6) 2010, plaintiff underwent the essure procedure. On or around (B)(6) 2016, her physician told her that the essure device had migrated and that she would require a complete hysterectomy to remove it. In 2016, plaintiff learned that essure may have caused other women to develop symptoms like hers. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that essure device had migrated and that she would require a complete hysterectomy to remove it. This event is serious due to its medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the event was diagnosed about 5 years and 2 months after essure insertion, however the exact date and mechanism of device migration were not known. Based on a compatible temporal relationship and considering its nature, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") and pregnancy with contraceptive device ("she is currently 9 weeks pregnant") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included iud expelled in 2008, pulmonary embolism in 2007, bariatric surgery in 2007, menstruation abnormal, hepatocellular carcinoma and gastric bypass. Concurrent conditions included condom since 2004, nabothian cyst, abdominal cramps and anemia. Concomitant products included paracetamol (tylenol) for headache. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bv and uti"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and depression ("psychological or psychiatric problems condition: depression"). In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and abdominal pain lower ("pain intense pain in my lower back and lower abdominal area"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dental caries ("dental cavities"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding and increased length of bleeding during menstrual cycle"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding and increased length of bleeding during menstrual cycle"), mood swings ("hormonal changes describe: I have had harmonal changes and mood swings"), hormone level abnormal ("hormonal changes describe: I have had harmonal changes and mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain/loss (specify which one) weight gain"), tooth fracture ("broken teeth") and back pain ("pain intense pain in my lower back and lower abdominal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (root canal and 5 extractions) and surgery (root canal and 5 extractions). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dental caries, vaginal haemorrhage, menorrhagia, mood swings, hormone level abnormal, urinary tract infection, bacterial vaginosis, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and tooth fracture outcome was unknown and the back pain and abdominal pain lower had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: transverse and sagittal, transabdominal and endovaginal sonograms of the pelvis were performed with color doppler and spectral doppler: no free fluid in the pelvis. A recent me pelvic sonogram revealed a normal uterus with normal adnexa concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: abnormal vaginal bleeding and described pregnant with essure micro-insert. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: events per pfs: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bv and uti, psychological or psychiatric problems condition: depression, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, patient did not underwent essure confirmation test were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. On 27-feb-2018: medical records received: events per mr: she is 9 weeks pregnant, device ineffective were added. Patient's historical condition, concomitant medications added. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated'), pregnancy with contraceptive device ('she is currently 9 weeks pregnant') and abortion spontaneous ('patient was 15 weeks pregnant, had miscarriage 5 weeks ago') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included iud expelled in 2008, pulmonary embolism in 2007, bariatric surgery in 2007, gastric bypass in 2007, menstruation abnormal, hepatocellular carcinoma, gastric bypass, multigravida, kidney stone, parity 3, deep vein thrombosis, dvt, pulmonary embolism and pre-eclampsia. Denies aggravating factors, relieving factors.pt denying ever having sterilization. Transverse and sagittal, transabdominal and endovaginal sonograms of the pelvis were performed with color doppler and spectral doppler: no free fluid in the pelvis. A recent me pelvic sonogram revealed a normal uterus with normal adnexa. Exam: ultrasound pelvis, transvaginal + ultrasound pelvis, transabdominal findings: uterus: the uterus is normal in size. A 1.0 x 1.5 x 1.7 cm fibroid is noted in the left uterine fundus which abuts the endometrium and is mostly intramural but may have a small submucosal component. Myometrium: the myometrium is unremarkable. Endometrium: the endometrial stripe measures 0. 79 mm. There is no focal thickening of the endometrium. On color doppler, there is no abnormal color flow in the endometrium. Cervix: a small nabothian cyst is seen in the cervix. Ovaries: the right ovary is normal in size and appearance. The left ovary is normal in size and appearance. Normal appearing follicles are seen bilaterally. On doppler interrogation, blood flow is present in both ovaries. There are no adnexal masses. (B)(6) 2016 us pelvic and transvaginal non ob, procedure: us pelvic and transvaginal non ob uterus: the uterus measures 11.2 x 4.5 x 6.0 cm. There is now asymmetric prominence of the anterior uterine wall relative to the posterior wall with heterogeneous echogenicrry and suggestion of numerous tiny cystic spaces. This demonstrates mild mass effect on the endometrial complex anteriorly. Findings suggestive of adenomyosis. There is a 1.8x 1.7 x 1.8 cm measures 10 mm in thickness. Impression: 1. Findings suggestive of adenomyosis of the anterior uterine wall, new since prior ultrasound. 2. 1.8 cm intramural uterine fibroid. 3. Unremarkable ovaries. 4. Tiny amount of pelvic free fluid. Previously administered products included for an unreported indication: meclizine and ferrous sulfate. Concurrent conditions included kidney infection since (B)(6) 2016, uterine fibroid since (B)(6) 2016, condom since 2004, nabothian cyst, abdominal cramps, anemia, candidiasis, vulva ulceration, acute pharyngitis, urinary tract infection, numbness, anemia, volume depletion, dehydration, syncope, vaginitis, cystitis, urethritis, numbness, tingling, back pain, ache (feels like a dull ache), fever, hearing loss, neck pain, hoarseness of voice, anemia, fibroids, myalgia, dizziness, fainting, syncope, shortness of breath, lightheadedness, abdominal cramp, yeast infection, vaginal itching, vaginal odor, vulvovaginal candidiasis, vaginal discharge, bacterial vaginosis, dysuria, chills, flank pain, vulvodynia, herpes genital, rash trunk, acute vaginitis, erythema, herpes simplex, dermatitis herpetiformis, low back pain, odontalgia, itching, rash, pregnancy (single living gestation of 10 weeks 1 day), threatened abortion, pelvic pain female, subchorionic hemorrhage, threatened abortion, abdominal pain, chest pain, hematochezia, dysfunctional uterine bleeding, abdominal cramps, myalgia, paraesthesia of fingers, flank pain, difficulty sleeping, cold intolerance, anemia, drug abuse, marijuana abuse, euphoric mood, lightheadedness, dizzy, syncope, nausea, loss of consciousness, cough, nasal stuffiness, general body pain, joint swelling, leg pain, abdominal cramps, passed out, facial pain, haemorrhage in pregnancy and joint swelling. Concomitant products included paracetamol (tylenol) for headache as well as fluconazole (fluconazol), metronidazole and paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bv and uti"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and depression ("psychological or psychiatric problems condition: depression"). In 2012, the patient experienced abdominal pain lower ("pain intense pain in my lower back and lower abdominal area"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), dental caries ("dental cavities"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding and increased length of bleeding during menstrual cycle"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding and increased length of bleeding during menstrual cycle"), mood swings ("hormonal changes describe: I have had harmonal changes and mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth fracture ("broken teeth") and back pain ("pain intense pain in my lower back and lower abdominal area") and was found to have hormone level abnormal ("hormonal changes describe: I have had harmonal changes and mood swings") and weight increased ("weight gain/loss (specify which one) weight gain"). The patient was treated with surgery (root canal and 5 extractions). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dental caries, vaginal haemorrhage, menorrhagia, mood swings, hormone level abnormal, urinary tract infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and tooth fracture outcome was unknown and the bacterial vaginosis, back pain and abdominal pain lower had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: devices appear in satisfactory location bilaterall. Pregnancy test - on (B)(6) 2018: results: positive.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal bleeding and described pregnant with essure micro-insert, vb,vaginal discharge, pelvic pain,fatigue,headache, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2019: medical record received. Event patient was 15 weeks pregnant, had miscarriage 5 weeks ago was added from mr. Pregnancy outcome was updated from not reported to not applicable. Concomitant and historical conditions was added. Patient's dob and race was updated. Reporter information was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated'), pregnancy with contraceptive device ('she is currently 9 weeks pregnant'), abortion spontaneous ('patient was 15 weeks pregnant, had miscarriage 5 weeks ago') and tooth fracture ('broken teeth') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included iud expelled in 2008, pulmonary embolism in 2007, bariatric surgery in 2007, gastric bypass in 2007, menstruation abnormal, hepatocellular carcinoma, gastric bypass, multigravida, kidney stone, parity 3, deep vein thrombosis, dvt, pulmonary embolism and pre-eclampsia. Denies aggravating factors, relieving factors.pt denying ever having sterilization. Transverse and sagittal, transabdominal and endovaginal sonograms of the pelvis were performed with color doppler and spectral doppler: no free fluid in the pelvis. A recent me pelvic sonogram revealed a normal uterus with normal adnexa. Exam: ultrasound pelvis, transvaginal + ultrasound pelvis, transabdominal findings: uterus: the uterus is normal in size. A 1.0 x 1.5 x 1.7 cm fibroid is noted in the left uterine fundus which abuts the endometrium and is mostly intramural but may have a small submucosal component. Myometrium: the myometrium is unremarkable. Endometrium: the endometrial stripe measures 0. 79 mm. There is no focal thickening of the endometrium. On color doppler, there is no abnormal color flow in the endometrium. Cervix: a small nabothian cyst is seen in the cervix. Ovaries: the right ovary is normal in size and appearance. The left ovary is normal in size and appearance. Normal appearing follicles are seen bilaterally. On doppler interrogation, blood flow is present in both ovaries. There are no adnexal masses. (B)(6) 2016 us pelvic and transvaginal non ob, procedure: us pelvic and transvaginal non ob uterus: the uterus measures 11.2 x 4.5 x 6.0 cm. There is now asymmetric prominence of the anterior uterine wall relative to the posterior wall with heterogeneous echogenicrry and suggestion of numerous tiny cystic spaces. This demonstrates mild mass effect on the endometrial complex anteriorly. Findings suggestive of adenomyosis. There is a 1.8x 1.7 x 1.8 cm measures 10 mm in thickness. Impression: 1. Findings suggestive of adenomyosis of the anterior uterine wall, new since prior ultrasound. 2. 1.8 cm intramural uterine fibroid. 3. Unremarkable ovaries. 4. Tiny amount of pelvic free fluid. Previously administered products included for an unreported indication: meclizine and ferrous sulfate. Concurrent conditions included kidney infection since (B)(6)2016, uterine fibroid since (B)(6)2016, condom since 2004, nabothian cyst, abdominal cramps, anemia, candidiasis, vulva ulceration, acute pharyngitis, urinary tract infection, numbness, anemia, volume depletion, dehydration, syncope, vaginitis, cystitis, urethritis, numbness, tingling, back pain, ache (feels like a dull ache), fever, hearing loss, neck pain, hoarseness of voice, anemia, fibroids, myalgia, dizziness, fainting, syncope, shortness of breath, lightheadedness, abdominal cramp, yeast infection, vaginal itching, vaginal odor, vulvovaginal candidiasis, vaginal discharge, bacterial vaginosis, dysuria, chills, flank pain, vulvodynia, herpes genital, rash trunk, acute vaginitis, erythema, herpes simplex, dermatitis herpetiformis, low back pain, odontalgia, itching, rash, pregnancy (single living gestation of 10 weeks 1 day), threatened abortion, pelvic pain female, subchorionic hemorrhage, threatened abortion, abdominal pain, chest pain, hematochezia, dysfunctional uterine bleeding, abdominal cramps, myalgia, paraesthesia of fingers, flank pain, difficulty sleeping, cold intolerance, anemia, drug abuse, marijuana abuse, euphoric mood, lightheadedness, dizzy, syncope, nausea, loss of consciousness, cough, nasal stuffiness, general body pain, joint swelling, leg pain, abdominal cramps, passed out, facial pain, haemorrhage in pregnancy and joint swelling. Concomitant products included paracetamol (tylenol) for headache as well as fluconazole (fluconazol), metronidazole and paracetamol (acetaminophen). In november 2009, the patient had essure inserted. In june 2010, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bv and uti"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and depression ("psychological or psychiatric problems condition: depression"). In 2012, the patient experienced abdominal pain lower ("pain intense pain in my lower back and lower abdominal area"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In january 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), dental caries ("dental cavities"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding and increased length of bleeding during menstrual cycle"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding and increased length of bleeding during menstrual cycle"), mood swings ("hormonal changes describe: I have had harmonal changes and mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain intense pain in my lower back and lower abdominal area") and was found to have hormone level abnormal ("hormonal changes describe: I have had harmonal changes and mood swings") and weight increased ("weight gain/loss (specify which one) weight gain"). The patient was treated with surgery (root canal and 5 extractions). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, tooth fracture, dental caries, vaginal haemorrhage, menorrhagia, mood swings, hormone level abnormal, urinary tract infection, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the bacterial vaginosis, back pain and abdominal pain lower had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: devices appear in satisfactory location bilaterall. Pregnancy test - on (B)(6)2018: results: positive.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal bleeding and described pregnant with essure micro-insert, vb,vaginal discharge, pelvic pain,fatigue,headache, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.